Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was around 440 mg/dl at the time of incident and current blood glucose is 213 mg/dl. Customer treated with insulin pump and pen. The customer declined troubleshooting for high blood glucose. The customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.